Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Report source, foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill instrument fractured during use and the patient retained a foreign body. The fracture occurred while drilling cortical bone.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the drill bit confirmed that the instrument had fractured into multiple pieces. Two products from the same lot were sent to sem for further analysis and noted drill bit fractured due to overload. Hardness measurement of the instrument noted that it was conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.